Manufacturer narrative:
The subject uhi-4 was returned to olympus medical systems corp. (Omsc) for evaluation. During the evaluation by omsc, the reported phenomenon was not duplicated. Also omsc confirmed the subject device and found following. There was no abnormality of the outside and inside of the subject device. There was no abnormality of the result of the inspection of the insufflation of the subject device. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. Since the reported phenomenon was not reproduced, the exact cause was unknown, however the following was supposed to be the cause. Temporary failure of the decompressor of the subject device. Temporary resonance of components inside the subject device. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject uhi-4 was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During sigmoid colectomy with the uhi-4, abnormal noise was generated from the uhi-4. There was no abnormality on the subject uhi-4 other than abnormal noise was generated from the subject uhi-4. About 5 to 6 hours after the start of the procedure, the user replaced the subject uhi-4 to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.